Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the circumstances that led to the groin pain and increase in urinary frequency included a bone spur in their hip and that the device was never programmed properly. It was reported that the groin pain stopped in the hospital but the urinary frequency not. Patient was going to see their physician to have the device adjusted correctly. Consumer reported that do not remember ever having a uti. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a car accident in 2015 which caused serious spinal injuries and the patient was not sure if the accident damaged their ins. The caller reported that the patient was concerned where their body was hit as it was where the ins was and the patient has experienced terrible spasms throughout their legs for a number of days after the accident. The patient confirmed that the spasms were caused by the accident and not the ins or therapy. The caller then asked if a damaged ins could cause a uti or affect the patient's groin as the patient was experiencing a knot in their groin which causes pain. The patient was diagnosed with a uti while in the hospital for their copd. The caller reported that the patient is urinating every 15-30 minutes with the device on and was unsure if the patient's groin pain was being caused by the device. The patient's pain did not resolve after turning the device off and reported that the patient took 2 percocet to take the pain away. The patient was advised to reach out to their healthcare provider (hcp) in order to have the device evaluated. The consumer called again asking for help determining if the device was on or off and it was determined that thepatient programmer (pp) did not show a lightning bolt, but the patient sees a number 3 next to a checkmark and also sees 0.0v. It was reviewed that the lack of a lightning bolt indicates that the device is off. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.